Event description:
A consumer reported that she contracted fusarium fungus on her cornea following use of this product in conjunction with her soft contact lenses. In a follow-up, on 02/29/2012, the consumer reported the event started on (B)(6) 2011. She stated her eyes were exceptionally dry and it was hard to get her contacts out of her eyes. She went to the ophthalmologist who, she believed, misdiagnosed the infection. When the infection did not resolve, she saw a corneal specialist who diagnosed her with fusarium fungus on her cornea. The infection has resolved but she is now waiting on a corneal transplant. In a follow-up, on 03/15/2012, the ophthalmologist's staff member reported the pt was seen "a while after the ulcer and original incident has occurred." The pt was referred to them by another doctor and the pt's treatment had already been initiated by the other doctor. The rptr indicated the ophthalmologist is unable to provide further info. In a follow-up, on 03/27/2012, the referring ophthalmologist reported the event as a corneal ulcer, likely (B)(6); the pt experienced blurred vision and eye pain. He reported the outcome of event is unk, cultures were taken but they were inconclusive. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 03/01/2012, 03/12/2012, and 03/26/2012. Additional info was received from the ophthalmologists on 03/15/2012 and 03/27/2012. A completed questionnaire has not been received from the consumer. (B)(4).